Event description:
It was reported to gore that the patient underwent ventral hernia repair on (B)(6) 2000 whereby a gore® dualmesh® plus biomaterial was implanted. It was also reported that the patient underwent enterocutaneous fistula repair on (B)(6) 2014 whereby a gore® bio-a® fistula plug was implanted. The complaint alleges that on (B)(6) 2013 and (B)(6) 2014, additional procedures occurred whereby a gore device was explanted. It was reported the patient alleges the following injuries: fistula (recurrent), infected mesh, bowel obstruction, multiple subsequent surgeries, extensive adhesions, mesh removal, wound vac, small bowel & colon resection with ileocolectomy, pain & suffering. Additional event specific information was not provided.

Manufacturer narrative:
The plus antimicrobial product coating contains (B)(4). Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: on (B)(6) 2000: (B)(6) hospital. (B)(6) m.d. Preoperative history and physical . Hpi: ¿this is a 42-year-old man with crohn's disease, who one year ago underwent a right hemicolectomy. That operation was complicated by a wound infection, probably because of this wound infection and the steroids that he was taking at the time, he developed a upper midline ventral incisional hernia. This now giving him some pain and he would like to have it repaired.¿ pmh: remarkable only for crohn's diagnosed when he was in high school. He has been off and on prednisone and azulfidine through the years. Currently, he is taking no medications on a regular basis. His only prior surgery was this right colon resection. Habits: he is a one pack per day cigarette smoker ¿abdomen: scaphoid and soft. There is an upper midline scar. He has a huge upper midline ventral incisional hernia. This is especially noticeable when he is standing but when he lies down, it reduces easily and the fascial defect, itself, is approximately 3 to 4 cm in diameter. Impression: 1. Ventral incisional hernia. Plan: repair this hernia likely employing mesh. Dr. Brook is aware of the indications for surgery, especially the risk of recurrent hernia. He has consented. Implant procedure #1: ventral incisional hernia repair with mesh. Implant: gore® dualmesh® plus biomaterial ref: 1dlmcp03, lot: p15150-039. Implant date: (B)(6) 2000 [hospitalization (B)(6) 2000 ¿ discharge date unknown]. On (B)(6) 2000: (B)(6) hospital. (B)(6) m.d. Operative report. Pre- and postoperative diagnosis: ventral incisional hernia. Anesthesia: general. Estimated blood loss: minimal. Indications: ¿this is a 42-year-old man with crohns¿ disease, who, one year ago, underwent a right hemicolectomy. This operation was complicated by a wound infection and he developed an upper midline ventral incisional hernia.¿ procedure: ¿the patient was taken to the operating room and placed supine on the operating table. General anesthesia was induced. The patient received 1 gm of cefotetan intravenously. The abdomen was prepped and draped. A vertical incision was made in the upper midline, through the scar of the previous surgery, over the obvious hernia. There were several loops of small bowel, mushrooming out of the fascial defect into the subcutaneous tissues. These were carefully dissected out and reduced. The hernia sac was excised. The fascial edges were defined and cleared in all directions, subfascially. A medium oval kugel patch was chosen for the repair. An oval shaped piece of mycromesh was attached to the undersurface of the kugel patch. The smoothed, colored surface of the mycromesh was placed on the inside, so as to protect the bowel. This combination of the kugel patch with the mycromesh underneath it was then placed under the fascial defect. The fascial defect was then closed with interrupted #0 ethibond sutures, each suture incorporating a bite of one layer of the kugel patch. A flat #10 jackson-pratt drain was then placed above the fascial repair, exiting through a right lateral stab wound in the skin. This drain was secured to the skin with a nylon suture. The deep tissues were reopposed with interrupted 2-0 vicryl sutures and the skin was closed with staples. The wound was infiltrated with 0.5% marcaine and a sterile dressing was applied. The patient tolerated the procedure well. He was awakened and transported to the recovery room in satisfactory condition. There were no operative complications.¿ on (B)(6) 2000: (B)(6) hospital. Implant sticker : gore® dualmesh® plus biomaterial ref: 1dlmp03, lot: p15150-039. Size: n/a. Expiration date: n/a. Quantity: 1. The records confirm gore® dualmesh® plus biomaterial (ref: 1dlmp03, lot: p15150-039) was implanted during the procedure. On (B)(6) 2000: (B)(6) hospital. Implant sticker: kugel hernia patch. Size: medium oval (11 x 14 cm). Expiration date: n/a. Quantity: 1. Relevant medical information: no interim medical records. Revision procedure: laparotomy, lysis of adhesions, takedown of enterocutaneous fistula, small bowel resection. Explant date: (B)(6) 2013 [hospitalization: (B)(6) 2013 ¿ discharge date unknown]. On (B)(6) 2013: (B)(6) hospital. (B)(6) m.d. Operative report. Preoperative diagnosis: incisional hernia without mention of obstruction or gangrene. Postoperative diagnosis: incisional hernia, enterocutaneous fistula. Anesthesia: general. Estimated blood loss: 200 cc. Specimens: small bowel. Complications: none. Drains: none. Findings: extensive adhesions to the marlex portion of the gore-tex mesh. Enterocutaneous fistula with large abscess cavity posterior to the gore-tex mesh. Sinus tract from the abscess cavity to the umbilicus. Procedure: ¿after appropriate consent including risks, benefits and alternatives were discussed with the patient, the patient was brought to the or, and placed in the supine position. Anesthesia was administered. All boney prominences padded, antibiotics given, and scds were placed. The patient was prepped and draped in the usual sterile fashion. An incision was made in the midline following the prior healed incision. Bovie electrocautery was used to take this down to the fascial layer and through the fascia being careful to note the bowel beneath the mesh. The mesh was noted to be densely adherent to the midline mesh, so careful sharp dissection was performed to separate the bowel from the mesh. An enterocutaneous fistula was noted superior to the umbilicus with dense adhesions, purulence, and bile stained gore-tex. At the peripheral edges of the former mesh, the marlex mesh was visibly adherent to the small bowel so careful dissection was performed to separate the bowel without injury to the bowel itself. Once the bowel was freed from all edges of the mesh, the small bowel was noted to be adherent to itself. All adhesions were taken down using sharp dissection with metzenbaum scissors down to the former anastomosis and proximal to the enterocutaneous fistula. The region of the enterocutaneous fistula did not appear to have any crohn's disease at this time both superiorly and inferiorly, however the small bowel distal to this region did appear to be diseased up to the former anastomosis. Once the small bowel was freed from surrounding adhesions, the region of the enterocutaneous fistula was elevated out of the abdomen and a window in the mesentery was created beneath each limb of the bowel at the mucocutaneous junction. The bowel was then transected at each limb using a blue load gia stapler. The intervening mesentery was clamped and divided and tied with 0 free ties. The small bowel was then passed off the field as specimen. The two edges of the small bowel were cut to create two enterotomies, which was then anastomosed to one another in a side-to-side functional end-to-end fashion using a blue load gia stapler. The common enterotomy was then closed using a ta stapler. The crotch of the anastomosis was buttressed with 3-0 sutures. The defect in the mesentery beneath each limb was then closed using a 3-0 vicryl running suture. The bowel was then replaced back into the abdomen. At this point, the case was then turned over to dr. Tschirhart. Please see his operative note for further details.¿ explant procedure: excision of old mesh, intraperitoneal clock repair with strattice, right-sided lateral release. Explant date: (B)(6) 2013 [hospitalization: (B)(6) 2013 ¿ discharge date unknown]. On (B)(6) 2013: (B)(6) hospital. (B)(6) m.d. Operative report. Preoperative diagnosis: incisional hernia without mention of obstruction or gangrene. Postoperative diagnosis: incisional hernia, enterocutaneous fistula. Anesthesia: general. Estimated blood loss: 50 cc. Specimens: gore-tex sent for culture. Complications: none. Drains: rlq: subfascial drain. Llq: subcutaneous drain over lateral release. Findings: sinus tract from the abscess cavity to the umbilicus. Procedure: ¿the operation was turned over after completion of the small bowel resection by dr. (B)(6). Please see operative note for details of the first part of the case. Once the small bowel resection was completed, attention was turned towards removing the mesh from the abdominal wall using sharp dissection with metzenbaum scissors. After the mesh was freed completely from the abdominal wall, it was passed off the field as specimen and sent for culture. The omentum was then freed from adhesions to the left abdominal wall. A sinus tract was noted from the region of the former mesh to the abdominal wall at the umbilicus; this was then sharply excised to encompass the skin overlying the tract. At this point, the fascia was drawn to the midline and noted to be less mobile at the right side. The subcutaneous tissue above the fascia was dissected using bovie electrocautery being careful not to transect any of the perforators in this region. The perforators were dissected away from the tissue grossly using blunt dissection with kelly clamps. Dissection was taken down lateral to the rectus muscle on the right side to the external oblique layer, which was then excised in a longitudinal fashion from a few centimeters above the costal margin down to the iliac crest using bovie electrocautery. After this was completed, the fascia was drawn back to the midline on both sides and noted to have free mobility. A 20 x 20 cm strattice mesh was then brought to the field and cut down to size to encompass the midline defect with a 3 cm margin around the midline. #0 pds sutures were placed ~1.5 - 2 cm apart around the periphery of the strattice mesh and these were each tagged. The strattice mesh was then placed into the abdomen, and at the 12 o'clock and 6 o'clock region, the mesh was secured to the abdominal wall using a carter-thompson grasper thru a small incision on the anterior abdominal wall to draw the sutures through the fascia. These were then tagged, and the same procedure was done to secure the remaining sutures at the periphery of the mesh. The mesh was noted to be secure to the abdominal wall with no noted defects circumferentially, and the sutures were then tied to the abdominal wall. This was then irrigated using bacitracin irrigation. A 15 fr blake drain was placed over the mesh and below the fascia. The midline fascia was then closed using #0 pds sutures in a figure-of-eight interrupted fashion. The wound was once again irrigated, and a 15 fr drain was then placed into the right-sided subcutaneous pocket created at the time of the lateral release. The skin incision was then closed using skin staples. Dressings were applied, and the case was then concluded. The patient was taken to the recovery room in stable condition.¿ on (B)(6) 2013: pathology report. No pathology report has been provided . On (B)(6) 2013: (B)(6) hospital ¿ (B)(6). Implant information . Graft tissue strattice firm. Lifecell corp. Size: 16 x 20 cm. Expiration date: n/a. Quantity: 1. Implant procedure #2: placement of fibrin plug and fibrin glue injection of enterocutaneous fistula. Implant date: (B)(6) 2014 [hospitalization (B)(6) 2014]. On (B)(6) 2014: (B)(6) hospital. (B)(6) . Operative report. Pre ¿ and postoperative diagnosis: enterocutaneous fistula. Anesthesia: general. Estimated blood loss: 5 ml. Specimens: none. Findings: the fistula was patent and defined with fluoroscopy; a fistula plug was placed using two tails. The remaining space was filled with fibrin glue. Procedure was tolerated well. Procedure: ¿the patient was consented and brought to the operative theater. General anesthesia was administered and the abdomen was prepped and draped in the usual sterile manner. Using 0.5% marcaine with epinephrine the skin was anesthetized. The fistula in the midline tract was then curetted. Contrast was then placed into the fistula to define the tract. Following this a lacrimal duct probe was placed into tract as well. The fibrin plug was trimmed to two tails and inserted into the tract (the tract was 4 cm in length). Fibrin glue was injected into the tract and allowed to sit for five minutes.¿ on (B)(6) 2014: (B)(6) hospital. Implant information : gore® bio-a® fistula plug ref: fp0616, lot: 12018405. W. L. Gore and associates, inc. Size: 16 mm x 6.9 cm. Expiration date: n/a. Quantity: 1. The records confirm gore® bio-a® fistula plug (ref: fp0616, lot: 12018405) was implanted during the procedure. Revision procedure: small bowel and colon resection with ileocolectomy. Splenic flexure mobilization. Excision of infected mesh. Revision date: (B)(6) 2014 [hospitalization (B)(6) 2014]. On (B)(6) 2014: (B)(6) hospital. (B)(6) m.d. Facs preoperative diagnosis: small bowel obstruction with enterocutaneous fistula. Postoperative diagnosis: small-bowel obstruction secondary to terminal ileum crohn¿s with enterocutaneous fistula and likely infected mesh. Anesthesia: general. Estimated blood loss: 300 ml. Specimens: small bowel with enteroenterostomy, enterocolostomy and proximal descending colon. Complications: none. Findings: ¿(B)(6) has a midline enterocutaneous fistula. Between the fistula and the ileocolonic anastomosis there is approximately 15 inches of active crohn¿s with fat creeping and thickened mesentery. The ileocolonic anastomosis is between the distal transverse colon and the terminal ileum. It appears to me that he had a gelfoam placed into his fistula tract 3 days before the operation, and this gelfoam had gone into the terminal ileum and crohn¿s and caused a bowel obstruction. It is not clear to me why he had a septic picture from the bowel obstruction. There was no dead bowel, and there was no gross contamination in the abdomen whatsoever. He did have dense adhesions and prolonged lysis of adhesions occurred. At the time of the operation, he was hemodynamically stable. His tachycardia had resolved. Given the lack of contamination and a stable clinical picture at this time, I felt it was safe to perform a primary anastomosis between the terminal ileum and the mid descending colon. This anastomosis had excellent blood supply, was tension- free, and had good tissue apposition. Michael has been my patient for this issue for 9 months, and we have talked several times about the possibility of a bag, and he is adamant that he does not wish this. Where it is quite normal for a patient to have these wishes, he is aware of the risks of performing anastomosis and has said in the past that he is willing to undergo this. The midline mesh from his previous component separation with walled enterocutaneous fistula was resected due to the future risk of this being or staying contaminated. The midline wound was left open in the middle , and the superior and inferior positions were closed. At the endo of this operation, he was taken to the ICU intubated.¿ procedure: ¿the patient was taken to the operating room where he was given general anesthetic. He was sterilely prepped and draped in the supine position. I placed a veress needle in the left upper quadrant, but given the lack of insufflation, it appeared that he had dense adhesions and a midline incision was then made. This was done inferior to the enterocutaneous fistula at the umbilicus. The abdomen was entered under direct visualization. This incision was then extended superior and inferior from above the pubic symphysis to above the umbilicus. He then had a very tedious lysis of adhesions. Small bowel loops were all mobilized as were his entire abdominal contents. We were able to do this, and we were able to isolate the anastomosis of the small bowel. This was where the enterocutaneous fistula was in place. The fistula itself was closed temporarily with a vicryl suture. Initially, I could not tell if it was active crohn disease versus the colon distal to small bowel anastomosis. Once this was noted to be active chron, it appeared that this may be the source of his sepsis. Subsequently, the colon was mobilized from the retroperitoneum. A wound retractor was able to be placed at this time since adhesions to the anterior bowel wall were clear. This continued along the white line of toldt to the splenic flexure. The colon was very attached to the spleen, likely from the previous operations. This was taken down with cautery and the ligasure device. The gastrocolic ligament was divided as well. Having mobilized the bowel, it was then eviscerated and inspected. As noted before, there is a small bowel anastomosis followed by crohn¿s followed by ileocolonic anastomosis. All this was chosen to be resected. The small bowel proximal to the anastomosis was then transected with a gia stapler. The mesentery of the small bowel was clamped, divided, and tied with suture ligatures. The colon was then resected with the ligasure device at the mesentery and transected at the mid descending colon where the colon was of normal caliber. Specimen was sent for pathology. Enterotomy and colotomy were made, and the bowel was decompressed through these colotomies. There is a very small amount of spillage when the suction was disconnected inadvertently by the nurse. Otherwise, this was done in a clean manner. A stapled side-to-side anastomosis was performed. The common channel was then transected with a gia stapler. This had excellent blood supply, good tissue apposition, and was tension-free. At this point, the patient was hemodynamically stable with no contamination of the abdomen, and I felt it was safe to perform this anastomosis. The abdomen was then irrigated with multiple liters of irrigation. Antibiotic irrigation was allowed to sit for 3 minutes. A piece of nu-knit gauze was also placed at the spleen due to a small amount of bleeding from the tip of the spleen. The enterocutaneous fistula was through a previously placed piece of mesh. I felt unsafe to leave this mesh in place, and this was excised with cautery. The midline fascia was then closed with running pds sutures. The incision superior and inferior was closed with staples. The midline was then packed with a wound vac to be placed.¿ on (B)(6) 2014: pathology report. No pathology report has been provided. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.